Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system unexpectedly shut off in the middle of a case. They just restarted the system and were able to continue. There was no reported harm to patient present and there was no reported delay. 2020-jul-17 additional information received. The site confirmed that it seems that e-stop was pressed and they do not need a system checkout. Cause is due to user error, resolution confirmed on call.